Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device jammed after firing the first staple. There was no pt consequence.

Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, yes; staples in nose, yes(1 inclined, 1); staples in track, yes(22) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, no. Analysis conclusion: based upon inquiry info received and visual examination, it was concluded that reported "device jammed after firing first staple" during surgery occurred due to inverted staple behind lifter and yielded cartridge nose weld. No functional testing could be performed due to inclined staple which could not be realigned for proper feed to occur. Device was disassembled and 24 staples were found in instrument. No conclusion could be reached if inclined staple caused nose weld to separate of if separated nose weld caused staple to become inclined.